Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was received for analysis on 2019-may-28. The description of the event was that the patient was unable to charge the battery. The patient recovered without sequela. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins found that the ins reached end of service (eos) due to three overdischarges. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-02. The rep indicated that the replacement is scheduled for (B)(6) 2019. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the rep met with the patient on (B)(6) 2019 and interrogated the ins using their clinician programmer. A power on reset (por) message displayed. The rep cleared the por, but could not recall was the code was that displayed with the por message. After clearing the por, the rep was unable to turn stimulation back on. The rep checked the battery status, which showed the ins had reached end of service (eos). No symptoms were reported. It was noted the patient had not seen a rep for one year and the patient did have their ins off for a period of time while they were in the hospital. The patient then tried performing a physician mode recharge (pmr) by themselves, which then led up to the patient meeting with the rep on (B)(6) 2019. The rep reported they would review the eos information with the patient's doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-17. The rep confirmed that the hospital stay was not device related. The patient¿s weight at the time of the event was unknown. The date of (B)(6) 2018 for when the patient first noticed the issues that led them to try the physician mode reset (pmr) on their own is all of the information that the patient gave them. A replacement will be scheduled to resolve the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.